Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that there was liquid which had dripped from the collar wash valve, and the fse performed repairs by replacing the probe a vacuum collar wash valve which resolved the issues. The system functioned properly with no control recovery result failure issues and no signs of further leaking/or spitting were detected. (B)(4).

Event description:
The customer called to report to beckman coulter (bec) that they had erratic control recovery results, and there was fluid below the reagent probe a of the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.